Event description:
Persistent neuropathy; I had the sprint pns system inserted (B)(6) 2022 in my lower back to address facet joint syndrome. I used the device as directed. I developed burning in my leg and buttocks. I discontinued use and it resolved, but then restarted at lower intensity. After ~6 days the burning returned and has not resolved over two weeks later despite microlead being removed. In addition to not addressing the initial pain, I now feel substantially worse. FDA safety report ID# (B)(4).